Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, device evaluation found a malfunction in the printed circuit board (cr) board and review of the device error log confirmed that error e03 occurred. A root cause could not be identified. Based on the results of the investigation, it is likely that an error sounded on the device and the front panel lights turned off due to the cr board malfunction, which was likely caused by an offset abnormality in the high-voltage sensor. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the high flow insufflation unit front panel lights turned off. Issue occurred during therapeutic procedure, and it was completed using the subject device. There were no reports of patient harm.